Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's setting alerts were incorrect, causing high blood glucose levels. Tandem technical support investigated and found that the cause of the high blood glucose was not the pump settings and due to the non-tandem phone application. Tandem technical support attempted to provide troubleshooting but the customer did not respond.